Event description:
New information indicated that post paced t-wave oversensing recurred on the implantable cardioverter defibrillator. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.